Event description:
Patient was diagnosed with breast implant-associated anaplastic large cell lymphoma to bilateral lining of capsules surrounding textured breast implants. Right breast implant reads lot 2372051. Left breast implant reads lot 2005693. Limited medical records are available, but patient reports being diagnosed with alk negative anaplastic lymphoma to right axilla in 2014. Patient was treated with chemotherapy and had implant exchange. Additionally, diagnosed with an ER positive left breast cancer in 2004 treated with bilateral mastectomy, chemotherapy, radiation, and endocrine therapy for 5 years. Currently being treated for stage I pancreatic cancer with chemotherapy status post whipple. Ref report: mw5149388.